Manufacturer narrative:
Additional e1 (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This is MDR 2 of 2 for this event.

Event description:
Per the report received from canada, edwards received notification of a pascal precision ace procedure in mitral position through the right femoral vein. There was a single leaflet device attachment (slda) post-procedure. On the day of the procedure, an slda was identified after device implantation and the mitral regurgitation (mr) increased from mild to moderate to severe. No anatomical complications were reported, and no device issues were observed post-implantation. On pod4, the patient underwent a reintervention with an additional transcatheter valve repair device that was placed medial to the lateral device, which stabilized the slda device. Overall mild to moderate residual mr.

Event description:
Per new information received, on the day of the initial procedure, 3d imaging demonstrated that the posterior leaflet (p1) was only partially inserted into the implant. This incomplete grasp likely led to leaflet slippage within the first 24 hours.

Manufacturer narrative:
Information added/updated to section b4, b5, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to this complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests patient factors and incomplete leaflet grasping likely contributed to the event. As per information received, the slda was related to posterior leaflet detachment in the setting of a deep indentation between p2 and p1. This leaflet indentation might have increased the tension on the implant, leading to the posterior leaflet slipping out of the implant clasp. Imaging later confirmed that the leaflet was only partially grasped, which ultimately led to the slda. Four days after the first procedure, another pascal ace was implanted successfully, stabilizing the slda and achieving a final mitral regurgitation of mild to moderate. Since no edwards defect was identified, corrective or preventative actions are not required.